Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncope. It was noted that the patient has a history of tachycardia/bradycardia syndrome. Review of stored device memory noted no stored episodes that correlated with the syncope, however, the cause of syncope was not determined. Additionally, previous stored episodes of pacemaker mediated tachycardia (pmt) were noted upon further review of device memory. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.